Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was found that the ICD inappropriately went into backup operation with high voltage therapies disabled. It was also noted that the ICD exhibited low battery out of box and was at elective replacement indicator. The ICD was not implanted, and a replacement was implanted (B)(6) 2026. The patient had no adverse consequences due to the event.